Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt's device had been turning off on its own, causing her to fall. It was stated, the pt started feeling the device turn off, then back on again on its own "about three months" prior to report. It was stated, the pt could not walk before having the device implanted, and falls when the device turns off. It was stated, the pt "only ever turns the device off to recharge it." The pt was referred to their hcp. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.